Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.

Event description:
A universal clamp was placed on pt for a distal femur fracture on an unk date. The device was possibly refurbished and may not be a synthes product. Reportedly, pt was standing while using the bathroom when the clamp broke and the pt fell down. Pt returned ER on (B)(6) 2011 and was revised to another clamp. Fracture had not healed.